Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex (x2) on (B)(6) 2016 and bard soft mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (x2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device 2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex (x2) on (B)(6) 2016 and bard soft mesh on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (x2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with two ventral hernia at epigastric and colostomy site thereby underwent open repair with the implant of ventralex meshes (device 1, 2). Per op notes, ¿the hernia was circumferentially dissected from old colostomy site. A piece of ventralex mesh (device 2) was utilized and parachuted into position in a subfascial manner using sutures. In epigastric area, a very small fascial defect was noted. A piece of small ventralex mesh (device 1) was placed into defect and secured using sutures.¿ on (B)(6) 2021 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of meshes (device 1, 2) and implant of bard soft mesh (device 3). Per op notes, ¿there were dense adhesions the anterior abdominal wall involved with multiple previous abdominal wall prostheses. Small bowel mobilized out of the hernia sac and meshes. Three intraperitoneal prostheses what appeared to be a ventralex mesh (device 1) superiorly in the midline, synthetic mesh in the lower abdominal wall, and appeared to be a ventralex mesh (device 2) in the left lower abdominal wall. The latter prosthetic plastic ring (device 2) was extruded into the peritoneal cavity without obvious breakage. A dense fibrotic reaction was noted in the location fusing the small bowel to the mesh. The small bowel was resected. The previous indwelling meshes (device 1, 2) were excised en bloc along with the segment of small bowel. The superior mesh was also resected along with the scar. Myofasciocutaneous flaps were raised on both sides. A piece of bard soft mesh (device 3) was placed into retrorectus and preperitoneal spaces and placed in diamond configuration inferiorly placed anterior to bladder, posterior to cooper ligament.¿